Manufacturer narrative:
D4.2, UDI:(B)(4). The device was returned to olympus and the device evaluation found all led¿s of front panel were blinking, dust was found inside scope sensor and heavy dust was found inside the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, all of the xenon light source led¿s on the front panel were blinking. The issue was found during general routine inspection by the customer. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the constant blinking of the front panel was due to dust inside the scope sensor. This could have caused the code error e300, which indicates a clv communication error. This error occurs when communication between the processor and the light source fails. Olympus will continue to monitor field performance for this device.